Event description:
It has been reported to the co that during a coronary saphenous bypass graft (svg) intervention, a pt's coronary artery was perforated and the pt expired. After stenting the first saphenous vein graft (svg) lesion the physician positioned the occlusion balloon wire into the 3rd obtuse marginal artery to stent a lesion in a second svg. The physician then inserted a 3.0x13 penta stent delivery catheter and inflated the occlusion balloon to 5mm and occluded the vessel. The physician placed the stent at the anastomosis. The physician removed the stent delivery catheter and inserted the aspiration catheter through the guide but could not advance the aspiration catheter into the artery due to resistance/tortuosity. The physician aspirated the vessel from the guide and was able to aspirate 10cc of particulate. The physician then deflated the balloon and was removing the aspiration catheter and noticed there was a perforation of the 3rd om. Total occlusion time was 5 minutes and 1 second. The physician used an intra-aortic balloon pump. Took an echo-cardiogram and noticed that there was blood around the heart. He attempted to remove the blood with pericardiocentesis. The pt expired despite all measures.